Manufacturer narrative:
Stryker product assessment center (pac) technician further evaluated the customer's device and observed that the device would also not deliver defibrillation energy. Stryker pac technician determined that the white energy capacitor wire was disconnected from the j18 spade connector was the cause of the reported and observed issues. The customer received a replacement device and this device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would work despite new battery. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would work despite new battery. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.